Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6)2006 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, dislocation, and lack of mobility. All components were removed and replaced. A review of invoice history confirmed the initial arthroplasty date of (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report further noted the presence of osteophytic bone, fibrinous material, villous tenosynovitis, a cystic area with a superomedial cyst, and the taper adapter was cold-welded onto the stem. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-04837 / 04838 & 2015-00904).

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported during revision taper adapter was cold-welded onto the stem and could not be removed. An osteotomy was performed to removed the construct. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 157452, m2a-magnum mod hd sz 52mm, lot 168470; 11-104209, mlry-hd lat por fmrl 9mm, lot 456690; us157858, m2a-magnum pf cup 58odx52id, lot 783640. Reported event was confirmed by review of the provided revision op notes and visual inspection. The taper adapter was returned and evaluated against the complaint. Visual inspection confirms that the insert is damaged. The damage is likely due to attempts to insert and remove the device. The insert remains assembled to the femoral stem preventing any dimensional analysis from being performed. DHR was reviewed and no discrepancies were found. From revision op notes: osteolysis was noted. Fibrinous material, villous tenosynovitis was present when the hip was entered which were sent for culture, histologic examination. The femoral head was still very well fixed. The disc remained cold welded to the titanium component. With the removal of acetabular component, fibrous membrane in cotyloid notch was debrided and a cystic area with supermedial cyst was encountered with loss of cancellus bone. Dislocation was not mentioned as described in complaint description. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.